Manufacturer narrative:
D10: 142-40-63 - nv ehxl alip lnr g3 40mm (B)(6). 170-40-50 - biolox delta option femoral head 40mm od (B)(6). 170-50-00 - biolox delta adapter 16/18-12/14; +0mm (B)(6). Cs-10cc - intersep calcium sulfate (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 70 yo male patient, who had a left tha, underwent a revision procedure approximately 1 year 1 month post the prior procedure. The patient had a prior surgery to swap out a recalled hip poly liner in (B)(6) 2025, and the patient presented back with signs of a localized infection around the hip incision and deeper. Fluid was pulled from the hip and tested. The patient was scheduled for an I&d implant exchange. The patient underwent surgery to wash out the infected hip joint and receive implant exchanges. Antibiotic beads were placed inside the hip joint as well. There were no surgical delays or device breakages during the procedure. No x-rays were provided. The explanted devices are not available for return. Device image was provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d4 serial #, h4 mfg date. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.